Event description:
It was reported that the lens ccu down spontaneously during a case. No patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The reported complaint of shutting down by itself could not be duplicated during the functional testing process. Ccu passed all functional testing and 4 hour burn-in inside of test tower. All video outputs and functions performed as expected. The complaint of shutting down by itself was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the lens ccu down spontaneously during a case. No patient injuries were reported. There was no delay and no backup device available.

Manufacturer narrative:
Please disregard previously received investigation results. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of ccu lost live video image was confirmed. Product failed functional testing with no live video from hd-sdi output after 2 hour burn-in. Cause of video malfunction is a defective electronic component on the baseboard pcb. Ccu passed functional testing with a known good baseboard pcb installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.